Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer¿s other relevant blood glucose level was 64 mg/dl, 300 mg/dl. The customer was treated with the insulin pump and the glucose. The customer was using the insulin pump within 48 hours of the reported event. The customer does not allege the insulin pump was under delivery. The device will not be returned for the analysis.